Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving patient notification alert, an alert for non-sustained rv oversensing was observed upon device interrogation. Review of session records noted lead noise. Noise was not reproducible for oversensing with isometrics but noise was seen on the leadless ECG. Further tests and programming changes were suggested. Non-invasive program stimulation study was performed. Patient's condition was asymptomatic. No action has been taken yet to solve the issue.

Event description:
New information received notes that the patient presented to clinic after receiving a vibratory patient notifier for right ventricular lead noise. The rhythm was originally classified as vf before being classified as noise. The patient did not receive any inappropriate therapy. There were three episodes which occurred during sleep. The episodes show lead noise on the v sense amp and v bipolar channels. The amplitude of noise was large. The noise cannot be reproduced with isometrics. The other electrical measurements were normal. No programming changes were made and the situation will be discussed with the physician.